Event description:
The patient stated that she has been receiving occlusion errors on her infusion device (competitor's device) for several months. She stated that she has to change her infusion sets more often. She stated that in 2007, she received an occlusion while at work and when she returned home to correct the issue her blood glucose had elevated to 560 mg/dl and she bolused 7.4 units of insulin. She stated that she felt thirsty, irritable, and had a headache. Her normal blood glucose range is around 115 mg/dl. She stated that she has discontinued use of the infusion device several times during this time and used insulin injections. The patient stated that she uses her infusion tubing for 9 days and her headset for 3 days. She was advised to change the infusion tubing every 6 days and her headset every 2 days. The patient was not experiencing occlusion at the time of the report and she was advised to call for assistance the next time an error occurs. The patient did not report assistance by a healthcare professional or second party to address the issue. The patient discarded the infusion tubings. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.